Event description:
A customer reported that the system smoked during surgery. Another system was used to complete the surgery. Patient impact is unknown. Several attempts were made to obtain further information on the event with no response to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Several attempts were made to obtain further information on the event with no response to date. (B)(4).